Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 1mg/ml at a dose of .8 mg/day via an implantable pump. It was reported that the pump was flipping in the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/tr oubleshooting performed included opening the pocket and the pump was flipped and a portion of the catheter was twisted. Actions/interventions taken included replacing the pump segment and tacking the pump down using suture loops. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.